Event description:
Same case as MDR ID 2134265-2013-07775 and 2134265-2013-07776. It was reported that vessel rupture occurred with substantial extrvasation. Vascular access was obtained via the right common femoral artery, and was retrograde and ipsilateral. The target lesion was located in the right external and common iliac artery. A non-bsc 6 french sheath was inserted into the common femoral artery (cfa) and wire access was gained past the cfa into the descending aorta. Intravascular ultrasound was performed and a measurement of 5.8 was obtained in the distal external iliac artery. A 5x100 sterling balloon was selected for predialation and inflated to rated burst pressure. A 7x100x120 epic stent was selected and deployed superior to the internal iliac artery into the common iliac artery (cia). The 5x100 sterling balloon was used to post dilate the stent. A 6x60 sterling balloon was selected to post-dilate the proximal end of the stent to obtain better wall apposition, was inflated to rated burst pressure and removed. A hand-shot of contrast was then administered under fluoroscopy for a final picture. Under fluoroscopy, it was revealed that the distal segment of the cia was ruptured and there was substantial extravasation. An attempt was made to insert a covered stent, but access had been lost. The surgeon then performed an open procedure and was able to reestablish hemostasis. The patient was stabilized and sent to the intensive care unit.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).